Event description:
Information was received from a patient with an implantable pump for unknown indications for use. It was reported that when they tried to bolus, it was taking a long time and lagged at 90 percent. The agent reviewed information and assisted the patient with clearing data. The patient had someone help complete the troubleshooting steps. They were able to connect to the pump without issue. The patient said they would call back if further assistance was needed. The caller stated the lag had been happening for at least 6 months or more.

Manufacturer narrative:
B3: event date is asked/unknown. Continuation of d10: product ID a820 lot# serial# unknown product type software product ID hh90t01 serial# (B)(6) product type mobile platform section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.